Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: some tissue stuck inside the scope socket caused the scope cannot plug in the socket. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the unit has some tissue stuck inside the scope socket caused the scope cannot plug in the socket. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had something stuck in the plug where you plug in the scope, the scope couldn't be plugged in. There were no reports of patient harm.